Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: rvdr01 implantable pacemaker (B)(6) 2012. Concomitant product: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient developed infection endocarditis from the implanted pacemaker system. Therefore the pacemaker system was removed. It was noted that the patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.